Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported customer experienced elevated blood glucose levels requiring hospitalization; was treated with an IV of unknown content. Caller alleges "disruption" in the cannula tube. Requested return of the alleged infusion set and replacement was sent.